Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable cardioverter defibrillator (ICD),  implanted: 2012 (B)(6), explanted: 2013 (B)(6); 694765 implantable tachy lead, implanted: 2010 (B)(6); 5568-45 implantable pacing lead, implanted: 2012 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed that the distal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. It was also noted that the proximal conductor and the distal conductor of the lead became distorted at the first rib/clavicle location while in vivo, the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo, the outer insulation of the lead was cosmetically impacted at the first rib/clavicle site while in vivo, and the electrical test results were failed.

Event description:
It was reported that the left ventricular (lv) lead had a sudden increase in impedance and no capture. The lead was explanted and replaced. Upon the lv lead revision it was found that the lead was fractured in the pocket under the can and there was a crush underway at the clavicle/first rib. No patient complications have been reported as a result of this event.